Event description:
It was reported upper out of range high voltage lead impedance measurements were observed. The patient is completely asymptomatic. Imaging the lead to determine if the lead should be capped was recommended. No further information is available.